Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the battery was depleting quickly. It was also reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose was 358 (mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.